Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix l/p (device #2) used to treat the patient. The attorney alleges patient underwent revision surgery and injuries; however, no details have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. The attorney alleges the patient underwent an additional surgery to remove the device. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix l/p (device #2). An additional emdr was submitted to represent the bard/davol composix l/p (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2011 and (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol composix l/p (device #1 and device #2). It is alleged that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (flat sheet). As alleged, on or about (B)(6) 2012, the patient underwent surgery for the revision of the hernia mesh implanted on (B)(6) 2011. It is alleged that on or about (B)(6) 2013, the patient underwent surgery for removal of the hernia mesh implanted on (B)(6) 2013. As reported, the patient is only making a claim for an adverse patient outcome against the two (2) composix l/p (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."